Event description:
A customer reported that the uom setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter was confirmed to have exhibited memory overwrite. Tested returned unit. No mfg parameters found out of spec and fresh panasonic battery voltage was measured at 3.088v. Did not observe battery icon or booklet icon while strip was inserted. However, uom was selectable and was rec'd at mmol/l. 0300 and 0015 errors were observed in the error log indicating battery droop. Meter is operational.